Event description:
On (B)(6) 2013, it was reported to animas that allegedly the keypad up arrow button was hard to push and that the user was having unspecified issues with locking and unlocking the pump. The reporter also stated that the symbols were worn off the up arrow and the ok button. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issues were not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.